Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection. The surgeon performed an I&d and revised the sphere insert flex right 11mm s3 with a sphere insert flex right 11mm s3. The surgery was completed successfully. On (B)(6) 2021, 1 year and 2 months after the primary surgery, the patient came in due to signs of an infection. The surgeon performed an I&d and put a temporary spacer (revised all the components). The surgery was completed successfully.

Manufacturer narrative:
Event description was corrected based on the new information received on august 09, 2021: the patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection. The surgeon performed an I&d and revised the sphere insert flex right 11mm s3 with a sphere insert flex right 11mm s3. The surgery was completed successfully. On (B)(6) 2021, 1 year and 2 months after the primary surgery, the patient came in due to signs of an infection. The surgeon performed an I&d and put a temporary spacer (revised all the components). The surgery was completed successfully. On (B)(6) 2021, the surgeon removed the spacer and put in permanent hardware in addition, here below there are the other items involved in the event with k-numbers, references and description. The batch review was already reported in the initial. Gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot. 1901837. Gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 1905247.

Manufacturer narrative:
Batch review performed on 11 may 2021: lot 1906890: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lot 1901837: (B)(4) items manufactured and released on 25-jun-2019. Expiration date: 2024-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lot 1905247: (B)(4) items manufactured and released on 03-dec-2019. Expiration date: 2024-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection. The surgeon performed an I&d and revised the sphere insert flex right 11mm s3 with a sphere insert flex right 11mm s3. The surgery was completed successfully. Currently on (B)(6) 2021, 1 year and 2 months after the primary surgery, the patient came in due to signs of an infection. The surgeon performed an I&d and revised all components. The surgery was completed successfully.